Manufacturer narrative:
The event of "swollen lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "swollen lymph nodes".

Event description:
Patient reported left side rupture and "swollen lymph nodes". Patient also reported "migraines"; this event is not device related. Manufacturer of device is unknown. Device remains implanted.